Event description:
It was reported that there was a malfunction resulting in prolonged insufficient o2 flow. There was no patient injury.

Manufacturer narrative:
A ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No repair information available. Block a: patient information could not be obtained due to country privacy laws. Legal manufacturer: hcs madison: 3030 ohmeda dr, USA madison, wi 53718.

Manufacturer narrative:
Additional information was received that this complaint is no longer reportable per confirmation from fe, the device information provided was incorrect. This alleged failure occurred on a 9100c nxt device, which is not sold or manufactured in the USA and is therefore not reportable. Per (B)(4) country specific post market and research event reporting reference, this record has been assessed as not reportable in all regions at this time. Based on the information available, this issue did not cause or contribute to a death or serious injury and it is unlikely to result in a death or serious injury, illness, deterioration of state of health or harm should it recur. Clinician has the option to switch to the bag position to manually ventilate the patient if mechanical ventilation is in question.